Manufacturer narrative:
The reported events of suspected lead fracture, low defibrillation impedance, and low pacing lead impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damages. The measured full helix extension length was within specification.

Event description:
Additional information received notes low pacing impedance was also noted on the right ventricular (rv) lead.

Event description:
Related manufacturer report number: 2017865-2023-11061. Related manufacturer report number: 2017865-2023-11062, it was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead and oversensing noise resulting in inappropriate mode switch episodes on the atrial lead. Rv lead fracture was suspected. During lead revision, the physician noted the rv and ra leads were dislodged and twisted due to twiddler's syndrome, the implantable cardioverter defibrillator (ICD) was found to have migrated. The physician elected to explant and replace the ICD, rv lead, and atrial lead. The patient was discharged following the procedure.